Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two in.pact av access were used to treat the right arm. Approximately 6 months post procedure patient suf fered restenosis of venous outflow of basilic vein. 8 mm balloon treated moderate stenosis in upper end of basilic vein stent results: no residual stenosis. 6mm balloon treated short segment of stenosis proximal to the aneurysmal basilic vein results: mild residual stenosis and spasm. 8 mm balloon used to treat below the basilic vein stent resulting in no residual stenosis (lesion 2 from index case) no dcb used patient recovered.